Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the surgeon noted a "burr" (a rough protruding area) on the iol. This caused a hole in the capsule. In a follow-up, the surgeon further reported that the iol was removed and replaced during the same procedure; the incision was enlarged and a vitrectomy was performed. The patient's corneal edema was not resolved.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/28/2009 fax and mail. A completed questionnaire was received on 10/02/2009. This report was mailed to FDA on: 10/23/2009.